Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. The device was evaluated and it was determined the coupling on the tool side was not functioning, defective, tightening screw defective, rotary knob, thread ring, razor sleeve and trigger spring missing. It was also noted that the device failed pre test for function of the quick saw blade coupling, tool coupling and the oscillation frequency, 11700 to 14300 oscillation/minimum. Therefore, the reported condition was confirmed. However, the assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the saw attachment device was heating up. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.